Event description:
It was reported that during a transluminal angioplasty procedure, guide wire tip detachment occurred. The 100% stenosed target lesion was located in the anterior tibial artery. The physician experienced difficulty crossing the target lesion using a 300cm v-14 control guide wire, then observed that the tip was deformed. Then the physician observed that approximately 2cm of the guide wire tip detached from the guide wire. A non-bsc balloon catheter was used to stabilize the detached section of the guide wire in place and the tip did not embolize. No further intervention is planned at this time and the patient's post-procedure condition is stable.

Event description:
It was reported that during a transluminal angioplasty procedure, guide wire tip detachment occurred. The 100% stenosed target lesion was located in the anterior tibial artery. The physician experienced difficulty crossing the target lesion using a 300cm v-14 control guide wire, then observed that the tip was deformed. Then the physician observed that approximately 2cm of the guide wire tip detached from the guide wire. A non-bsc balloon catheter was used to stabilize the detached section of the guide wire in place and the tip did not embolize. No further intervention is planned at this time and the patient's post-procedure condition is stable.

Manufacturer narrative:
Device evaluated by MFR: one device was received with the distal tip damaged. It was observed that the final 1.2 cm from the distal tip peeled of the polymer coating. Also the wire presents several kinks along the distal tip at 298.2cm , 298.8cm , 299.5cm and 299.9 cm from the distal end. No corewire fracture evidence was found. Device appears to have been pulled/pushed against resistance. The outer diameter (od) of the device was measured at three locations where damage was not noticed and is within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).